Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the mcs tip cover accessory allegedly falling into the patient. The mcs tip cover accessory was not found and will not be returned to isi for evaluation. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2015. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: at the conclusion of the da vinci prostatectomy procedure, the mcs tip cover accessory allegedly fell in the patient and was not retrieved.

Event description:
It was reported that at the conclusion of a da vinci prostatectomy procedure, the monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument was found to be missing upon removal of the instrument. At the end of the surgical procedure, a surgical staff member removed the mcs instrument and noticed that the mcs tip cover accessory was missing. The surgical staff concluded that the mcs tip cover accessory allegedly fell inside the patient. The surgeon performed a diagnostic laparotomy and used multiple c-arm imaging tests to search for the mcs tip cover accessory. However, the surgeon was unsuccessful with locating the instrument accessory. The surgeon consulted with a general surgeon and the decision was made to discontinue searching for the missing mcs tip cover accessory in order to avoid possible injury to the patient. Post-operatively, a CT-scan was performed but again, the mcs tip cover accessory was not found. According to the site's risk manager, the patient was informed of the missing instrument accessory. The risk manager indicated that no post-operative complications have been reported other than normal post-op ileus which resolved. There were no reports of any issues with the mcs instrument or mcs tip cover accessory used during the surgical procedure. Prior to the start of the surgical procedure, the mcs tip cover accessory was installed with the tip cover installation tool. Electrolube was also applied to the mcs instrument blade tips after the mcs tip cover accessory was installed.